Event description:
While exchanging a 41 et tube for a 39 et tube at the end of a leaf lower lobectomy procedure, resistance was encountered. The cae was pulled firmly and removed with the tube. A visual inspection of the distal end of the cae found the tip appeared to be missing. Upon visualization of the tracheal lumen, using a 4mm flexible bronchoscope, a piece of the cae, approx 2.5cm long was seen proximally to the bronchial lumen of the dlt. Furter visualization revealed the piece had been rotated 180 degrees. Utilizing suction, rigid and flexible bronchoscopy and various graspers and forceps, the piece was removed two hours later and the operation proceeded as planned.